Manufacturer narrative:
The insulin pump was received with cracked case on display window corners, cracked reservoir tube lip and cracked display window. No crack/bleeding on lcd glass noted.

Event description:
It was reported that the insulin pump had display anomaly. Customer stated the insulin pump had cracked display or display off or broke liquid crystal display. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.